Manufacturer narrative:
Aso performed testing for adhesion properties on retained samples of the same lot number on 02/24/2016. In addition, aso reviewed records of biocompatibility tests. The device is not indicated to be used on deep puncture wounds or on sensitive skin. The consumer had a pre-existing condition, an abscess, that might have made the skin sensitive.

Event description:
Consumer reported that she had an abscess on her arm and used a bandage to cover it. When the consumer removed the bandage, this tore the top 3 layers of her skin. It is red and swollen and it was painful while removing the bandage.